Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of power button malfunction and menu selection is not showing up. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed pca burned. The customer complaint was reproduced. There was one error code has been identified. The device was scrapped.